Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had issues with programming which resulted in them "jerking all over the place and falling on the ground" or they ""couldn't even get up to move." The reporter noted that the patient was in "bad shape." Additional information was requested, but was not available as of the date of this report.